Event description:
During an endoscopic procedure, the staff nurse had difficulty advancing the colonoscope. Many attempts were made to advance the scope. At this time the facility temporarily lost power due to a local storm. The generators immediately powered-up, and auxilliary power was available in approx eight secs. No attempt to advance or withdraw the scope was made during the power outage. The pt began to experience respiratory distress and her abdomen became distended. Staff inserted an oral airway which the pt pulled out. The dr ordered the procedure terminated and the pt was sent to ICU with portable oxygen. An ileocecal resection and a paracentesis were performed. A tear and a site of perforation were noted.